Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling connecting tube had coating was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a leak, isolation. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube and the angulation lever were scratched; the connecting tube had a cut; the control unit and the light guide lens had discoloration; the adhesive on the bending section cover had a chip; due to damage, the angulation lever did not move smoothly; due to wear of angle wire, the bending angle in up direction did not meet the standard value; due to a cut on the connecting tube, water tightness was lost and due to damage on the image guide bundle, the image had a stain. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.